Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same procedure.

Manufacturer narrative:
(B)(4).